Event description:
Approximately 11 months postoperatively the patient underwent a dental procedure. Despite having received prophylaxis antibiotics, the patient experienced fevers and chills and was diagnosed with septicemia and bacteremia approximately two weeks after his dental exam. He was given a brief course of oral antibiotics and returned to the hospital with signs of prosthetic valve endocarditis. The patient was found to have significant pvl encompassing approximately 20-30% of the aortic valve annulus and an abscess and fistula with regurgitation from the aortic root back into the left ventricular outflow tract. On (B)(6) 2011, reoperation was performed. The aortic root, ascending aorta and pulmonary artery were dissected. The aortic annulus was found to be significantly involved in the infection with partial dehiscence of the mechanical aortic valve. The valve was removed and replaced with another 23 mm sjm regent valve (medwatch 2648612-2011-00059) and tee revealed the valve was seated nicely and leaflet mobility was adequate. The patient was then transferred to the intensive care unit in stable condition.